Manufacturer narrative:
Insulet corporation is submitting this MDR that was previously identified for inclusion in the q2 2015 alternative summary report (asr). This MDR is being submitted after the 30 day requirement due to erroneous identification for inclusion into the q2 2015 asr. This error was communicated to FDA on july 31st, 2015 when we submitted a request for permission to submit a retrospective summary report (rsr) under 21 cfr part 803.19. FDA declined insulet participation in the rsr program in a decision dated august 26, 2015 and emailed on september 3, 2015. As a result, insulet is committed to complete these corrections through this submission. The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for allergic reaction at the infusion site . Release and sterilization records were reviewed and the product met all acceptance criteria. The omnipod's user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported that she was hospitalized due to an allergic reaction at the infusion site, the pod was worn between 4 and 24 hours.